Event description:
It was reported that since generator replacement, the patient has not seen improvement and is experiencing an increase in seizures. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.